Manufacturer narrative:
H11. Correction - this case has been identified to be a duplicate by sn (B)(6), cat# 02-022-35-4009. All new and updated information will be reported under MFR# 1038671-2022-01090.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6)2022, approximately 5 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.